Manufacturer narrative:
The returned sample was visually inspected upon receipt. It was confirmed that the pigtail line was detached from the oxygenator arterial port. A portion of the tubing from this line was still bonded within the port, and the surface of the tubing appeared sheared. No other visual anomalies were noted on the device. A retention sample from the same product code family was visually inspected and it was confirmed that the pigtail line was properly bonded to the port and attached without damage. A review of the device history revealed no production related anomalies. All capiox units are 100% visually inspected at several points in the production process. It is likely that the line was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The customer reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the pigtail coming off the blood port, that supplies the manifold, is out of its connection point. No patient involvement as this occurred during set up. Product was changed out. Procedure was completed successfully.